Event description:
It was reported that the patient received an inappropriate shock from the implantable cardioverter defibrillator (ICD) for sinus tachycardia. Boston scientific technical services (ts) was contacted and discussed programming change options. It was noted that the patient had received an inappropriate shock for atrial fibrillation (af) with rapid ventricular response over seven years earlier and at that time the ICD had been programmed to a higher ventricular tachycardia and af zones. Ts also noted that in-between the two inappropriate shocks the patient had received an appropriate shock with the current programming of rate discriminators. No programming changes were made to the device, however the patient's prescription medicine was changed. The ICD was explanted one month after the most recent inappropriate shock due to normal battery depletion.

Event description:
It was reported that the patient received an inappropriate shock from the implantable cardioverter defibrillator (ICD) for sinus tachycardia. Boston scientific technical services (ts) was contacted and discussed programming change options. It was noted that the patient had received an inappropriate shock for atrial fibrillation (af) with rapid ventricular response over seven years earlier and at that time the ICD had been programmed to a higher ventricular tachycardia and af zones. Ts also noted that in-between the two inappropriate shocks the patient had received an appropriate shock with the current programming of rate discriminators. No programming changes were made to the device, however the patient's perscription medicine was changed. The ICD was explanted one month after the most recent inappropriate shock due to normal battery depletion.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.